Event description:
It was reported that this right ventricular (rv) lead has gradually rise the impedances shock measurements over a year. The technical services (ts) recommended a commanded shock. This rv lead remains in service. No adverse patient effects were reported.